Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed selftest alarm. Customer's blood glucose value was 140mg/dl. Customer stated that the alarm occurred two times in a day. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will not be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The device was received with all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test and displacement test. However, the device alarmed during self test due to faulty connector at radio frequency board. We were unable to verify error alarms due to an alarm. The device was received with minor scratched display window and case.